Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 3778, lot# va0236a035, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was a problem with the recharger. The patient noted charging more than expected. Impedances were checked and "several of the pairs were shorted together and one of them was used in the programming." Medtronic representative was able to reprogram around the short. The patient noticed this decrease in recharging interval shortly after a reprogramming appointment. No further information was reported.